Event description:
Complainant alleged that during the incoming inspection of the product, the device displayed message code "defib fault 78" and then the screen blanked out and the device shut down and would not power back on. The complainant indicated that there was no pt involvement in the reported malfunction.